Event description:
It was reported that the customer had flooding in their house and their insulin pump, the reservoirs and the infusion sets got water damaged. The device was giving a black screen when the customer tried to put in a battery. The customer stated when they shake the insulin pump they could hear water sloshing around. The customer stated that they were disconnected from the insulin pump during the flooding due to the insertion sites not sticking. At the time of the phone call the customer's blood glucose was 115 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No moisture damage on the electronic assembly was noted. Intermittent button response due to moisture damage on the keypad trace. The insulin pump was received with scratched lcd window, cracked display window corners and reservoir tube lip.